Event description:
Peritoneal catheter split when surgeon placed connector in the open end. This is not normal for tubing. This catheter was then considered unusable, and was not implanted in the pt. Surgeon used a different implant for this case, which is comparable, and successful. The lot number for this item has been noted and all remaining product of same number are removed from shelf. Sending to risk management dept (B)(4) 2013.